Manufacturer narrative:
The insulin pump was received with critical pump error and pump error due to moisture damage to force sensor. The insulin pump was received with corroded electronic assemblies and corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there was a long crack on top of the insulin pump and along the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.